Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose level of 100 mg/dl. The customer's current blood glucose is 140mg/dl. The customer first treated by emergency medical services then taken to the hospital. The customer did not experience any symptoms such as a result of high blood glucose. Customer treated low blood glucose level with intravenous infusion. Customer had been using the insulin pump system within 48 hours of reported low blood glucose level. Auto mode feature was not active at the time of incident. Customer stated the insulin pump was over delivering. No further complications were reported. The customer will continue to use the device.